Event description:
It was reported the customer was experiencing high blood glucose of 400 mg/dl. Infusion set was changed and cannula was bent. Customer's mother wanted to know why the device did not alarm. No delivery if cannula was bent. Customer was advised that insulin might have still been going through and was not causing enough back pressure. High pressure test was performed and device passed. Nothing further was reported.

Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.